Event description:
It was reported that during a ptca/stent procedure in a lad lesion, an attempt was made to pass through a previously deployed stent. Resistance was met and resulted in separation of the stent from the delivery system. Attempts to retrieve the stent with a snare device were unsuccessful. The pt was taken to surgery for CABG where the stent was removed. The pt tolerated the surgery well.